Manufacturer narrative:
The associated complaint device was not returned. Photo attached to the complaint only shows the part and lot number. The photo does not show the stated failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery a weld on the impactor broke, the impactor is no longer useable. It broke inside the patient and all pieces were removed. S+n back-up device available. Delay reported. No injury to patient.